Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify trace pointers are invalid., post-reset ram crc alarm, frozen display, or and additional power errors due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarm and blank display and frozen screen. The blood glucose level was 10 mmol/l. The customer reported that alarm occurred after the time that the buttons were not responding. Customer was unable to successfully clear the alarm. The troubleshooting was performed. Customer was unable to clear the pump errors, power loss alarm and program pump. The customer was advised the insulin pump will need to be replaced and discontinue use of the insulin pump. Insulin pump will be returned for analysis.